Event description:
The procedure was for the treatment of a brain avm. During selective angiography injection, while performing roadmap imaging, the physician noticed a pressure change and saw that the catheter had ruptured. A second catheter was used, and the procedure completed without incident.